Manufacturer narrative:
(B)(4). Per the customer ,the sample was not available and the lot number was unknown, therefore, no evaluation or batch review could be performed.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during initial drain. During troubleshooting, nothing was found that could have caused or contributed to the alarm. Proper procedures per the user manual were reviewed with the reporter. The home patient (hp) would complete therapy with new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.